Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the left superior pulmonary vein (lspv) was bleeding into the pericardium. The patient was hospitalized for cardiac surgery to stop the effusion and subsequent tamponade. The patient recovered and was discharged. No further patient complications have been reported as a result of this event.